Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related. The impella was not used with the patient however the introducer that is a part of the impella kit was used with the patient as the aortic valve was a mechanical valve as per the clinical description.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age and gender was implanted unsuccessfully with an impella cp device for mechanical circulatory support. The impella device had been opened but was unused because the medical staff did not confirm that the aortic valve was a mechanical valve. The impella device was not used on the patient, but the introducer was used. No patient harm was reported.